Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article attachment: ¿mid-term outcomes (up to 5 years) of percutaneous edge-to edge mitral repair in the real-world according to regurgitation mechanism: a single-center experience.

Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The devices were not returned for analysis. A review of the lot history record and similar complaint review could not be performed as the part and lot information was not provided. The reported patient effects of heart failure and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A conclusive cause for the reported heart failure and recurrent mitral regurgitation cannot be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling. The patient deaths and device issues are filed under a separate MFR number. Article, titled ¿mid-term outcomes (up to 5 years) of percutaneous edge-to edge mitral repair in the real-world according to regurgitation mechanism: a single-center experience.". (B)(4).

Event description:
This is filed to report serious injuries. It was reported through a research article identifying the mitraclip that may be related to the following: patient deaths, mitral regurgitation, heart failure, re-hospitalization, medical intervention and surgical intervention. Device issues include, single leaflet device attachment (slda). Details are listed in the attached article, titled ¿mid-term outcomes (up to 5 years) of percutaneous edge-to edge mitral repair in the real-world according to regurgitation mechanism: a single-center experience." Please see article for additional information.